Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is currently in a nursing rehabilitation for broken bones. Customers' blood glucose has been running low. The customer's blood glucose at the time of incident was 30mg/dl and current blood glucose was 82mg/dl. The customer treated with food. The customer's blood glucose after surgery was 27mg/dl-34mg/dl. Customer was unable to complete troubleshooting, they will call back to continue.